Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - ous was selected for use, leakage hemostatic valve despite careful preparation. Air introduction when aspiration is performed. No air was seen in the patient. The sheath leaked fluid too. Sheath was replaced and procedure was completed successfully. No patient complications were reported. Device is expected to return.